Manufacturer narrative:
Exact date unknown, event occurred within the last three months. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(4). Batch: 7073592/7073707.

Event description:
It was reported that the patient was experiencing inadequate stimulation. A computerized tomography (CT) scan was taken which confirmed migration of leads. No device malfunction suspected. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded.